Manufacturer narrative:
This complaint no longer meets the criteria of an MDR reportable event. Additional information was received on 4/30/2015 indicating that there was no attempt to detach the coils; therefore, this is not a failure to detach complaint. There was resistance within both microcatheters, and upon removal of the devices, it was found that the microcatheter was kinked and the coil¿s device positioning unit (dpu) was slightly bent. There was no patient injury or clinically significant delay in the procedure. This is 1 of 2 mdrs being submitted for this complaint with associated reference numbers of 2954740-2015-00090 and 3008264254-2015-00026.

Event description:
During transvascular embolization of a pulmonary arteriovenous fistula originating from the left anterior descending artery, the physician experienced resistance when inserting the cashmere ((B)(4)) into the transit 2 ((B)(4)). Despite the resistance, the physician was able to advance the cashmere into the target site. However, the microcoil could not be detached using an enpower control cable ((B)(4)) (however, it was also reported that the cashmere was removed before the detachment button was pressed). The cashmere was withdrawn together with the transit, and the prowler select plus ((B)(4)) was inserted instead. The orbit galaxy ((B)(4)), was then inserted, but the physician again experienced a resistance during the insertion, and was again unable to detach the embolic coil using a dcs syringe ii ((B)(4)) (however, it was reported that the galaxy was removed before pressurizing the syringe). It was reported that the pre-deployment electrical check was conducted and the green system ready light had illuminated. Low battery light had not been seen during the case. The procedure was ended without further issues. However, due to the event it was delayed for 60 minutes. The delay was not clinically significant, as there were no patient injury/complications. The physician was unsure if the event was caused by the coils, the microcatheters, or the detachment devices. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. No visible defect/damage was noted on the products prior to the event. The complaint products have been discarded. The patient¿s vessels were heavily tortuous and moderately calcified. Information regarding concomitant devices used in the procedure was not available. No further information is available.

Manufacturer narrative:
Concomitant devices included a dcs syringe ii ((B)(4)), and a prowler select plus ((B)(4)). Information regarding patient age, gender, weight, and concomitant medications was not available. Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR's being submitted for this complaint with associated reference number of 2954740-2015-00090.